Manufacturer narrative:
Date of event: the event date has been approximated to (B)(6) 2015, as mentioned in the event that one month after the procedure when the mesh erosion/exposure first occurred. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, one month after the procedure, during examination, the mesh was removed and separated from the posterior wall of the vagina resulting to mesh exposure. Reportedly, on (B)(6) 2016, the patient was scheduled for a re-suturing under local anesthesia.